Event description:
It was reported that the user experienced inability to pair a dexcom g7 sensor with the ilet while the dexcom receiver was simultaneously connected and receiving readings, resulting in failed cgm communication to the pump. Symptoms included no glucose values on the ilet. Outcomes included the need for troubleshooting and education without alerts, alarms, or medical intervention. Investigation included guided troubleshooting, disabling the receiver to prevent signal competition, toggling the ilet cgm antenna, and re-pairing the sensor to the ilet. Investigation of this case revealed that concurrent use of the dexcom receiver interfered with pairing and data flow to the ilet, and that normal operation resumed after removing the competing device and re-establishing the connection. It was concluded that the event was due to device-to-device interference from concurrent cgm receiver use, and the issue resolved after reconfiguration without product malfunction.